Event description:
It was reported that the device was not sucking correctly. The dressing was no compressed and the device alarmed for leak. Patients skin around wound has become red and excoriated as exudate had not been suctioned away as patient had then turned pump off due to constant leak alarm.

Manufacturer narrative:
Investigation summary: our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated; a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems occurring during manufacturing of this product in relation to the reported issue due to the nature of this complaint, the issue was referred to a clinical specialist for an opinion. The reviewer stated the following. This is a complaint from the (B)(6) reporting a ¿failure¿ of a renasys touch device. Reportedly,¿ the patient¿s daughter had said pump wasn't sucking correctly from wednesday 14th. I checked pump log and it had been registering leak¿¿ patient¿s daughter had attempted to seal dressing but didn't work, dressing was no longer compressed and machine alarming leak and being very noisy so she then turned it off.¿ the patient presented at the clinic on friday 16th to have the wound re-dressed. The patient¿s skin was red and excoriated. New dressing was applied and the wound continues to heal. No pictures or images of the wound have been provided and no clinical/medical records have been submitted. The renasys touch unit was returned for examination. The results of the examination are; ¿pump serial number: (B)(4) has been tested in accordance with performance and safety check and no anomalies or problems were found. The device passed all functional tests. Also the pump has been operating for three hours on vacuum level 120 mmhg. During that time there was no issue with the leak alarm. In conclusion, based on the available information, the root cause of the unit alarms was the loose dressing. A probable contributing factor to the wound reaction was a misunderstanding by the patient/operator of how the machine works and why the alarms are important and a wet dressing without suction staying on the wound for 2 more days. The last report was the wound was healing and doing well.